Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the screen becomes noised during service/maintenance (not in a clinical setting) involving an olympus laparoscope, gynecologic. There was no patient involvement.